Manufacturer narrative:
Pump was received with intermittent button response due to all buttons flattened dome switch. No cosmetic damage noted. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons responded intermittently to press and buttons did not push back when pressed. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.